Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Eight days after the event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin injection (1 gm, route and frequency were not reported) and ceftazidime injection (1 gm, route and frequency were not reported) for peritonitis. It was reported that six days after hospitalization, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event at the time of death. It was reported pd therapy was ongoing prior to death. It was reported antibiotic and pd therapy were ongoing at the time of death. No additional information is available.